Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer (fse) replaced and adjusted a sample probe and performed air purges. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. Patient 1 initial result was 31 mg/dl. This result was reported outside of the laboratory as "critical." The sample was repeated on their other instrument and the result was 133 mg/dl. This result matched the patient¿s results from previous days. On (B)(6) 2020 patient 2 initial result was 83 mg/dl. This result was auto-verified and reported outside of the laboratory. This result was questioned by personnel on the floor who had received a glucose result of >300 mg/dl on their accu-chek meter. The sample was repeated on their other instrument and the result was 337 mg/dl. The gluc3 reagent lot number was 47113301 with an expiration date of 30-jun-2021.